Event description:
Physician assistant (pa) was performing an endoscopic vein harvesting and the vasoview hemopro kept cauterizing even in the "off" position. No harm reached the patient. The equipment was removed from the field and was replaced with a new hemopro.